Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. Overestimation was suspected to be the cause of the event, however, premature battery depletion could not be ruled out. The device was explanted and replaced to resolve event. The patient was in stable condition. Further information was requested, but not yet received.